Event description:
It was reported that during a device changeout procedure, noise was observed on the atrial lead. All other electrical measurements were noted to be within range. No patient symptoms were reported. The lead remained implanted. The patient was noted to be doing well following the procedure.